Event description:
The customer reported that the unit will not charge from the panel or the paddles and that there are errors in the log.

Manufacturer narrative:
The customer reported that the unit will not charge from the panel or the paddles and that there are errors in the log. Philips evaluated to device and duplicated the symptom. The issue was resolved by replacing the therapy pca.